Manufacturer narrative:
The lot number is unknown. No analysis or conclusions can be drawn without the device or the lot number. Return of tracheostomy tube for failure investigation has been requested. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.

Event description:
It was reported that a cuff deflated on a 4.0pdc tracheostomy tube in less than 29 days after insertion. The reporter stated the cuff was only inflated at night. The tube has been removed. The reporter did not know if the cuff was pre-tested and also stated that "there was no specific treatment given for the deflated cuff."